Event description:
It was reported that a central line was required for a critical pt. During insertion, the physician had difficulty advancing the dilator over the guide wire. The physician indicated that there was a problem as the dilator fails to advance (it seems "flimsy") nd ultimately the wire bends and the physician is unable to pass the triple lumen catheter. There was no adverse effect to the pt related to the slight delay with central line placement. (B)(4).

Manufacturer narrative:
(B)(4).